Manufacturer narrative:
Original MDR indicated the device had been returned, but this was stated in error. The device has not been returned. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
Customer reported that on (B)(6) 2012 at 11:15 am he received erratic readings on his adc blood glucose meter. Customer reported receiving readings of 340 mg/dl, 78 mg/dl, 320 mg/dl, 70 mg/dl and 300 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported self-treating with 7 units of unspecified insulin and subsequently felt "sweaty, dizzy and was confused" no third-party medical intervention was required. Customer self-treated by eating candy. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed.